Event description:
The complainant alleged that during biomed testing, the device would not discharge at any setting greater than five joules. The complainant indicated that there was no pt involvement with this reported malfunction.